Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to the customer experiencing multiple errors when starting a case. The system was tested and verified ready for use. Isi did receive the ec involved with this complaint to perform failure analysis. The unit was returned to failure analysis due to an error message when installing scopes. The original complaint was not replicated. In artemis, error code 48221 was located, aligning with the reported issue of a communication error between the scope and the ec. Confirming that the fault occurred in the field. Visual inspection, no damage was observed on the exterior and interior of the unit. The unit returned extremely dusty on the interior of the unit. The unit was installed in the golden system where it functioned as expected. The endoscope calibrated as expected. Image was clear. The unit was installed in the golden system. The unit was programmed successfully. The system was set to run 10 power cycles. After testing the system error logs were investigated but no errors could be found related to the reported event. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause for the reported communication error between the scope and ec could not be established based on failure analysis results. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, complaint investigation has been completed, and this record will be closed. If additional information to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error while installing scopes. Customer cleaned the endoscope controller (ec) and scope pins, tried two separate scopes, and hard power cycled the system. Technical support engineer (tse) had customer inspect ec pins and no damage was found. Tse was not able to troubleshoot further since customer had already completed troubleshooting steps. There was no reported patient injury.